Event description:
An optometrist reported that a patient was diagnosed with stage one diffuse lamellar keratitis (dlk), one day following lasik surgery in the right eye. Topical steroid dosage was increased to treat the event. The patient reported her eye "aches a little." In a follow up, a technician reported that the event had resolved. No further information is expected.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).